Event description:
Boston scientific received info that this dextrus right ventricular (rv) lead was exhibiting no capture despite maximum device outputs. It was revealed that the lead had perforated this pt's heart which resulted in a pericardial effusion. It is uncertain when the clinical observations occurred as this pt was just referred from another hospital. The lead was successfully repositioned and the pt will continue to be monitored for the effusion. The lead was repositioned without further incident. This product issue will be updated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.